Event description:
It was reported that the pt suddenly lost therapeutic effect and stimulation sensation. There was no known accident or incident. The pt programmer confirmed that the device was on, but when intensity was increased, there was no stimulation felt. Additional info was requested.